Manufacturer narrative:
One pneupac ventilator was returned for analysis. Visual testing was performed. Knobs may have been damaged or taken off by the customer for unknown reasons. The knobs were replaced, the device was calibrated and preventative maintenance was performed.

Event description:
Information was received that the pneupac ventilator's low-pressure alarm was not working. There were no adverse events reported.